Manufacturer narrative:
Product was not returned to zimmer biomet. Visually inspection of returned packaging for pn: 141215 ln: 029780. Determined that the packaging was unsealed and did not contain any parts. As the packaging was opened and the parts were not returned this complaint is non-verifiable. Review of the DHR and xa determined that 8 locking bars were issued to this order. Visual inspection of the parts in inventory by a quality engineer after the first complaint was received confirmed that locking bars were packaged with the tibial trays. At this time a root cause cannot be determined with the information provided. " review of the complaint history identified additional complaints ((B)(4)) that were investigated, and it was determined that no further action is required as this issue cannot be confirmed. The locking bar may have been discarded with the packaging. Review of device history records found unrelated deviation during the manufacturing process. The nonconformance was scrapped. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent total knee arthroplasty on an unknown date. During the procedure, it was found that the tibial tray package was missing the locking bar. Another locking bar was opened and implanted with the same tray.